Event description:
This report is sent to give a response to ufr (B)(4).

Manufacturer narrative:
This report is sent to give a response to ufr (B)(4). For investigation neither the concerned ventilator evita xl nor the log file were made available. The hospital's biomed tested the ventilator after the event and determined that there was no malfunction of the ventilator. Additionally, the trends, alarms and monitoring data remained within normal limits until the manual ventilation was performed at bedside. The ventilation mode which was used during the event was pcv+ assist mode. In ventilation mode pcv+, it is possible to breathe spontaneously on two pressure levels. With additional "assist"-function pt's efforts are amplified by the respirator and complete strokes are delivered if triggered by a pt's inspiration. The resulting frequency may increase and can be higher than the frequency set. This is explained in the instructions for use. The frequency is monitored and if frequency crosses the upper alarm limit, the respirator would post an appropriate alarm. This ventilator has not shown a technical fault, but reacted on pt's efforts as specified.